Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. There was no reported adverse impact on the customers blood glucose level. The blockage was found to be within the cartridge, the customer changed supplies and resumed insulin prior to calling.